Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient stated they she fell hard on (B)(6) on concrete and used her patient programmer to check therapy and the patient programmer showed the ins battery low, but therapy was still working. The patient stated the patient programmer was not showing the ins battery icon on (B)(6). The patient synced with the patient programmer and the patient programmer showed the therapy was on, program 4 at 1.6 v and the patient programmer battery was 100%. The patient stated she had an appointment on (B)(6) with the hcp because she had bladder prolapse surgery in (B)(6) 2017 and she was concerned something happened when she fell. There were no further complications that have been reported as a result of this event.